Event description:
Guidant received info that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to the renewal recall. Prior to the changeout all of the implantable transvenous defibrillation lead measurements were stable and within normal limits. After the implant, the rv threshold increased to 2.0 v from 1.0 v previously with an impedance measurement of 900 ohms. Today the impedance jumped to 2004 ohms and the threshold measurement of up to 3.5 v. The local guidant rep checked again later today and the impedance measurement was 1700-1800 ohms with the threshold up to 4.0 v. No troubleshooting was done to see if there was noise because the pt is pacemaker dependent and the rep did not want to induce inhibition of pacing. New info received indicates that this pt retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction.

Manufacturer narrative:
A guidant technical services consultant discussed the possibility of a connection issue versus a partial lead fracture which was uncovered by manipulating lead. The consultant also recommended that since the pt is pacemaker dependent, the rep should verify appropriate impedance and thresholds prior to discharge. The pt was brought in for invasive investigation and a setscrew was loose. The setscrew was tightened and the device and lead remain implanted and in-service. To date, the device has not been returned to guidant for analysis. The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004.